Event description:
A leak from reagent probe b occurred when using the unicel dxc 600 synchron system. The customer reported that the calibration and quality control was failing for cartridge chemistries, specifically the creatinine assay and other assays not specified by the customer. The customer also reported that the instrument generated ¿cc cuvette not dry before first reagent dispense¿ errors. The customer was wearing safety glasses, gloves and lab coat. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Upon troubleshooting with customer technical support (cts), the customer found liquid in the drip tray under reagent probe b. Further investigation by the customer revealed that the fitting on top of reagent probe b was loose and probe b was wet. The customer tightened the fitting on top of the probe and retested qc for multiple analytes; results were within established limits. Identified failure mode: the failure mode is a loose reagent probe b tube fitting (p/n (B)(4)). (B)(4).